Event description:
It was reported that the patient had a "severe" return of symptoms on their right side and met with their physician where it was determined that the implantable neurostimulator (ins) on the patient's left side had depleted. The patient required hospitalization severe tremors and anxiety. The ins was replaced on (B)(6), 2011. See also manufacturer's report # 3004209178-2011-09745 for subsequent device issue and patient outcome. If additional information becomes available, a follow up report will be sent.

Manufacturer narrative:
Lead model 3387-40 lot #n24923b implanted: (B)(6) 2002 explanted: na extension model 748251 serial #(B)(4) implanted: (B)(6) 2002 explanted: na.